Manufacturer narrative:
Serial no is unknown. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The patient underwent tracheoscopic pulmonary exploration on (B)(6). After entering the lungs, phlegm was thick and abundant, and the suction of scope was poor, resulting in pulmonary mucosal bleeding of the patient. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: g6: follow up #1. H6: coding changed based on the investigation result. The investigation is in-process. Pentax medical received a good faith effort(gfe) and the physician reportedly used the biopsy forceps to take out the pathological tissue for biopsy and during this process the bleeding occurred. This was a normal situation. It was not bleeding caused by the pentax medical endoscope. The reported leakage was caused by the leakage of the inlet seal. (Inlet seal broken caused leakage). The physician flushed the bleeding and it stopped. The patient went home the same day after the procedure. After the inlet seal was replaced, the physician was able to continue use of the endoscope and successfully completed the procedure. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report. G6: follow up #2. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: from the contents of the report and the results of interviews with the facility, it was found that the inlet rubber seal had been reprocessed and used as it was without being discarded. The opening of the lid of the inlet rubber seal (instrument insertion port) is worn by the number of times it is used, creating a gap. During the suction operation, air was also sucked in through this opening, and it was determined that the suction performance of the operation channel had deteriorated. The physician replaced the inlet seal and used this scope to completed the examination. The device was repaired by the third party and returned to the hospital. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical (B)(6) on (B)(6) 2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.